Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 37751, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger had a blank screen and was no longer working so the ins could not be charged. The recharger was beeping softly and beeping every five seconds. The patient tried resetting the insr, but the screen remained blank. The patient reported that they were unable to charge the ins, resulting in a return of target back pain. The patient reported that the pain ¿feels like there's a knife stuck in lower back". The patient reported that because of the pain, they were not getting around.